Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
This report is one of two complaints that pertain to the same event (MFR report # 3005099803-2013-10689 and MFR. Report # 3005099803-2013-10690). It was reported to boston scientific corporation that an rx lithotripter compatable basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure within the common bile duct performed on (B)(6) 2013. According to the complainant, during the procedure the device ((B)(4), lot# 15939537) was unable to crush the biliary stone and the tip did not detach from the basket. They were able to remove the basket through the scope. Another rx lithotripter basket of a larger size ((B)(4), lot# 15902912) was used and still unable to crush the stone and the tip did not detach from the basket. This device was also removed through the scope. A different device was used and still unable to crush stone. The procedure was not completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine and doing well.

Event description:
This report is one of two complaints that pertain to the same event (MFR report # 3005099803-2013-10689 and MFR. Report # 3005099803-2013-10690). It was reported to boston scientific corporation that an rx lithotripter compatable basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure within the common bile duct performed on (B)(6) 2013. According to the complainant, during the procedure the device (m00510880 lot# 15939537) was unable to crush the biliary stone and the tip did not detach from the basket. They were able to remove the basket through the scope. Another rx lithotripter basket of a larger size (m00510890 lot# 15902912) was used and still unable to crush the stone and the tip did not detach from the basket. This device was also removed through the scope. A different device was used and still unable to crush stone. The procedure was not completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine and doing well.

Manufacturer narrative:
Visual analysis of the returned device found the basket tip was intact and the basket wires were evenly spaced and undeformed. Side car-rx was found to present pushback of approximately 2 mm. The sheath was twisted and kinked. A functional evaluation of the device was performed by extending and retracting the basket without issue. Additionally, the basket tip and pull-wire materials conformed to manufacturing specifications. User technique, tortuous anatomy and other procedural factors could possibly contribute to the failure by causing the tensile force applied by the user to not be fully distributed throughout the device. Based on the condition of the returned device and the evaluation conducted, the most probable root cause is operational context. A device history record (DHR) review of lot number was performed and revealed no issues related to the reported complaint. A search of the complaint database revealed that no similar complaints exist for the specified lot.